Event description:
Baxter reported a home pt (hp) noting fluid leaking from the pt connector on the pt line of the homechoice set during the prime cycle prior to the hp's automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the pt line was positioned in the blue organizer during prime, and there were no supply bags stacked nor any pressure applied to any of the solution bags. After noting the leak the hp ended therapy early and set up with new supplies. No pt injury or medical intervention was associated with this incident.